Manufacturer narrative:
The device was returned for evaluation. Based on the results of the investigation, the poor color image due to faulty charged coupled device. The most probable cause of the complaint was traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited the following: the color image was poor. There was no patient involvement.